Manufacturer narrative:
Reporting address & institution phone #: (B)(6).

Event description:
It was reported to philips a message for proximal sensor failed was displayed and it could not be silenced and reset. This event was reported to have occurred during patient use. There was no delay to therapy. There was no patient harm or medical intervention. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: an evaluation was conducted in the repair center. "Check vent: proximal pressure sensor auto-zero failed" (diagnosis code 110a) and "check vent: proximal pressure sensor range error" (diagnosis code 110d) were observed to have occurred. In addition, those occurrence logs were found in the event log. Therefore, the data acquisition board was replaced and the phenomenon was resolved. It was possible for a user to reset the above errors manually. However, "there is no alarm that can be silenced" was displayed if a reset button was pressed; it was the specifications of the device.